Event description:
In this event, a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no med/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for med/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint was verified through quality testing and observed by production personnel. Maximum temperature for the attachment head exceeded the maximum allowable temperature. Bur end bearing failure and destruction, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. Gear function was also compromised inside the head and neck which is evident from the wear on the teeth of the gears.